Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
Trend analysis summary: the complaint listing report indicates that there were other records for units manufactured on work order (B)(4): (B)(4): a1401 deflation problem. Device returned to device analysis lab. (B)(4): e2403 - no clinical signs, symptoms or conditions. Device returned to device analysis lab. Review of all complaints of a050401 - fluid leak for the period of jun 2020 through may 2022 related to date opened indicates that 1 point is above the upper control limit. According to the severity, an additional analysis was performed to review the involved complaints with manufacturing date over the past 24 months. See ¿I chart of a050401 fluid leak for saline breast implants and additional analysis¿ attached. No patterns were found; therefore, no additional actions are deemed required. The trend of a050401 - fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate.

Event description:
Patient reported right side rupture. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.6b., h.6.

Event description:
The device has been explanted.

Event description:
Patient reported right side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed, total delamination of valve assessed as adhesive failure. As per the investigation procedure observed particles, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.